Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information and assisted the caller in resetting the pump, resolving the malfunction. The same issue did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to contact support again if the malfunction reoccurs, which they acknowledged and understood.